Manufacturer narrative:
Lot number is unknown; therefore, manufacture date can not be confirmed. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: failed integrity test. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.